Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, per social media, patient reported infection of the prosthesis. Prior to explant, the patient reported having a swollen testicle. The patient reported that the physician's assistant stated that the pump was rubbing on his testicle. After the explant, the patient reported that they are still dealing with bleeding and swelling of the testicle, and that there is a hard mass above the testicle in the area of the epididymitis. The patient also reported that as of present day, the incision is still opened with a little blood, and that some of the sutures still remain.